Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor.¿successfully downloaded history files and traces using thump. "Trace start 06/02/2023 00:38:35, end 06/04/2023 15:46:50 unexpectedly. Just before pump went to open book, at 15:45:55, 15:46:27 and 15:46:49, user changed a battery, but all 3 times pump triggered fault 58 failed battery test. Pump error log a failure 0x46=error_main_intern_usart_e resulted open book. Pump error log does not contain any information more: all dumps are filled by 0xff only. Conclusion: this case is covered by esf 4543599 """"open-book"" did not generate any record in the pump error log"". Moisture/damage suspected.". Force sensor zero offset within specification (23.4 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay and scratched case. No physical damage to the battery cap noted. Critical pump error (open book image) alarm confirmed due to moisture damage electronic assembly. Failed batt test/unexpected battery power loss alarm confirmed due to moisture damage electronic assembly. Battery cap contact missing/damaged not confirmed. Cosmetic damage confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump was alarming and was not accepting any batteries. The customer had also received a replace battery now alert but received failed battery test alarm. Troubleshooting was performed and found that there was a crack in the insulin pump. One of the black anchor points for the metal contact was missing. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.